Event description:
It was reported that noise was occurring over this right ventricular lead. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).